Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, constant upstream occlusion, which was reproduced and confirmed during evaluation. Evaluation found continuity on the upstream sensor tail pins (40,39, 38, 37). The upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.